Manufacturer narrative:
Additional information: h6, h11. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused tpn (total parenteral nutrition) during delivery. The tpn infusion was set to run at 73 ml/hour, with a total bag volume of 1752.19 ml and a starting bag weight of 1902 g. However, the patient's tpn finished earlier than expected, indicating a discrepancy between the expected and actual infusion time, volume, or flow rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.